Event description:
It was reported the nurse noticed increased fluid and swelling around the pocket. The pt was otherwise asymptomatic. An x-ray was done which showed the pump had flipped in the pocket, and the catheter had dislodged. A catheter access port study (performed in 2008) confirmed a disconnected catheter. As the pt did not report a change in symptoms, the decision was made to explant the pump. The drug used in the pump was bupivicaine 0.125% at a dose of 2 mg/day. The pump and catheter were explanted and discarded in 2008. The pt recovered without sequela.